Event description:
It was reported that there was a revision of a ts liner due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5560-s-209, lot n3e02s, description: tri cemented stem 9mmx100mm. Cat 5565-s-012, lot m7h39d, description: tri press-fit 12mm x 100mm. Cat 5543-a-300, lot fmpr, description: tri post augment sz3 5mm. Cat 5540-a-301, lot giko, description: tri femoral distal augment 5mm - size 3 left. Cat 5540-a-301, lot gxju, description: tri femoral distal augment 5mm - size 3 left. Cat 5512-f-301, lot gygd, description: tri ts femsz3 left. Cat 5521-b-300, lot giko, description: tri ts baseplate size 3. Cat 5650-2038a, lot rd7k236d, description: sterile fluted headless 1/8" pin 3.5" long. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specification. A complaint history review indicated there have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a ts liner due to infection.